Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse reports that during the surgical procedure, the clamp stopped responding to the manipulator's movements and observed that the pulley was loose. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. Additional observation related to complaint: the instrument was found to have a broken conductor wire mbf broken inside the yaw pulley: within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken not show damage. Common causes of broken instrument conductor wire -bipolar are attributed to damage through external collisions, during use, or during reprocessing. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.